Event description:
The customer reported a blue fluid leak from a unicel dxh 600 coulter cellular analysis system. The leak was not contained within the instrument, and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found the probe was misaligned with the vacuum port on the wash collar. The fse ran a probe wash collar alignment and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).